Manufacturer narrative:
Device evaluated by MFR: a mustang balloon device was received for analysis. The balloon was observed to be tightly wrapped and there was no evidence that the device had been inflated. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon was successfully inflated to its rate of burst pressure for 30 seconds. This inflation to rated burst pressure was repeated three times with no leaks or drop in pressure noted. No damage was noted on the balloon. No issues were noted which may have potentially contributed to the complaint incident during a visual and microscopic examination of the markerbands and tip. A visual and tactile examination found multiple kinks along the shaft of the device. One severe kink was observed 21cm distal form the strain relief. This type of damage is consistent with excessive force being applied to the delivery system during device use. On analysis resistance was encountered advancing the 0.0035in guidewire; however the guidewire was successfully advanced through the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel in the lower limb. A 10.0 x 40, 75cm mustang¿ balloon catheter was advanced for pre-dilatation; however, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel in the lower limb. A 10.0 x 40, 75cm mustang¿ balloon catheter was advanced for pre-dilatation; however, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.